Event description:
It was reported that during a revision of gastric jejunostomy procedure, on the sixth firing of the powered stapler and stapling across the stomach the green reload failed. In that it did not form staples for the entire staple line. There was a hole in the distal end of the staple line. Closer was completed by hand sewing. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.